Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2005 due to grade 2 uterine prolapse, grade 2 rectocele, grade 4 cystocele and genuine stress urinary incontinence with concurrent anterior and posterior repair. It was reported that mesh was implanted on (B)(6) 2005 due to anterior mesh failure, recurrent cystocele and bilateral perivaginal defect with concurrent cystocele repair with graft augmentation and diagnostic cystoscopy. It was also reported that following insertion patient experienced pain, erosion, extrusion, recurrence, dyspareunia and urinary/bowel problems. It was further reported that patient underwent mesh excision, abdominosacral colpopexy, lysis of adhesions, posterior colporrhaphy and hysterectomy on (B)(6) 2006 due to recurrent cystourethrocele and mesh protrusion. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and mesh were implanted and on (B)(6) 2005 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.